Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(6).

Event description:
It was reported that there was a component missing from the insertion kit of the intra-aortic balloon (iab). It was noted that the insertion kit contained two vessel dilators, but was missing the introducer dilator. The procedure was completed without any problem using another company's 8fr. Sheath. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).